Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. The customer delivered a manual injection and a correction bolus via the insulin pump. The following day, the customer woke up with a low bg level in the 60's (mg/dl). To treat the low bg level, the customer consumed glucose tablets. Reportedly, the customer over compensated via bolus delivery for the high bg that occurred on (B)(6) 2016. Recommendation was made to consult with health care provider regarding diabetes management.